Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-09. H6: investigation summary bd received a 24 gauge insyte autoguard IV catheter unit from lot 0344689 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed half moon shaped cut at the nose of the adapter. This type of damage is usually indicative of the needle piercing through the catheter tubing. Next, a water/air leak test was performed on the returned unit and leakage was observed coming from the area near the cut. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage and a hole in the catheter. The following information was provided by the initial reporter. The customer stated: "there was a hole in the catheter that caused leakage around the hub. Additional poke to the patient.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ shielded IV catheter there was leakage and a hole in the catheter. The following information was provided by the initial reporter. The customer stated: "there was a hole in the catheter that caused leakage around the hub. Additional poke to the patient."